Event description:
Two anchors broke during insertion. The clavicle as predrilled with a 2.8 mm drill. The first anchor broke below the eyelet as it was being inserted. A second anchor was used with the same results. The tips of both anchors remain in the patient. Three additional 2.8 mm anchors were inserted to complete the procedure.